Manufacturer narrative:
Follow-up #1 date of submission 05/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/01/2013 with the following findings:investigation revealed that the display screen was dim and discolored, and the display lens was badly scratched. The display screen was replaced with a test display, and the contrast returned to normal.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was cloudy and difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.